Event description:
Performing intracoronary atherectomy of right coronary artery to remove blockage when motor drive unit stopped functioning half-way through cut and atherectomy device had to be removed with cutter window partially open. Dissection of right coronary artery was noted immediately after removing device.